Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission: 04/28/2017. The pump has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box showed no data from the date of the complaint. No loss of primes or force sensor defects were found. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.